Event description:
A customer contacted (B)(4) to report a system error 2240 (indicating air in the set) alarm while on the homechoice device during drain 1 of 4. The homepatient (hp) stated that she did not disconnect. The technical services representative explained the alarm and asked if any bag was disconnected or open unused clamp. The hp stated no. Follow up with the nurse revealed that the issue was resolved and the home patient is currently performing therapy without any complications. No patient injury or medical intervention was.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. The root cause investigation is in progress through (B)(4).